Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 09-jan-2023. H6: investigation summary: it was reported numerous needles appear to be air locked and will not discharge the vaccine. To aid in the investigation, four samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2025239. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2025239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 16 bd safetyglide¿ needles were blocked while administering flu vaccines. The following information was provided by the initial reporter: "rns administering vaccines for flu campaign have come across numerous needles that appear to be air locked and will not discharge the vaccine that is loaded in the syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 bd safetyglide¿ needles were blocked while administering flu vaccines. The following information was provided by the initial reporter: "rns administering vaccines for flu campaign have come across numerous needles that appear to be air locked and will not discharge the vaccine that is loaded in the syringe."